Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ruptured implant. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the returned device identified: red particles, broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the returned device identified: broken shell with striated edge on radius side assessed as surgical damage and partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. The reason for reoperation was rupture.

Event description:
The device has been explanted.